Event description:
It was reported that a patient never had therapeutic effect since implant. The implantable neurostimulator (ins) was confirmed to be flipped in (B)(6) 2014 and was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).